Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 49. This condition had the potential to interrupt delivery. It is unknown when this event occurred in the medicine b area. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 49 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the real time clock due to low battery voltage. The main battery was replaced, and the device configuration option settings, date and time were all reset to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.